Manufacturer narrative:
Adapted tubes; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the kv was out of range due to tube arcing, and tube reconditioning was attempted on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.